Event description:
As reported, upon opening the device package prior to use for an unknown procedure, the user noted that the tip of a cxi support catheter was bent and ¿it looked like the coiled had come loose.¿ the device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, upon opening the device package prior to use for an unknown procedure, the user noted that the tip of a cxi support catheter was bent and ¿it looked like the coiled had come loose.¿ the device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The distal tip was damaged, and a section of the clear outer laminate was cracked, just behind the catheter tip. The tip measured five millimeters in length. A supplier investigation was requested. The supplier found no anomalies on material from the same raw material lot as the complaint device. Additional investigation activities remain ongoing between cook and the supplier. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from a sub-assembly lot; however, the affected product was scrapped prior to release from cook. Catheter tip material passed incoming quality inspection. A review of complaint history found no additional complaints for the final lot number, and no complaints were found on any other final lot containing material from the same sub-assembly lot as the complaint device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on a sub-assembly lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a supplier manufacturing deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.